Event description:
It was reported that; during es2 surgery, the surgeon inserted the screw to the vertebral body. When the surgeon confirmed the x-ray image, he found that one screw protrudes from the vertebral body. During es2 surgery, the surgeon inserted the screw to the vertebral body. When the surgeon confirmed the x-ray image, he found that one screw protrudes from the vertebral body. To remove one screw, the surgeon loosened the blocker using the counter torque tube. After using the counter torque tube, the surgeon noticed the crack.

Manufacturer narrative:
Method: device history review, device inspection and material analysis. Results: the manufacturing records were reviewed and there were no unusual issues identified during the manufacturing record review. Visual inspection indicated the distal tip of the counter torque tube was deformed. The deformation at the distal tip results in non-functionality of the counter torque tube. No dimensional inspection was deemed necessary because the deformation of the tip. Material analysis indicated the counter torque tube fractured trans granularly in a ductile overload mode. Hardness and material chemistry was within the specification on the print. No material or manufacturing defects were found. Conclusion: the likely causes could be over-torquing or dropping of the instrument, however root cause is not determined.

Event description:
It was reported that; during es2 surgery, the surgeon inserted the screw to the vertebral body. When the surgeon confirmed the x-ray image, he found that one screw protrudes from the vertebral body. During es2 surgery, the surgeon inserted the screw to the vertebral body. When the surgeon confirmed the x-ray image, he found that one screw protrudes from the vertebral body. To remove one screw, the surgeon loosened the blocker using the counter torque tube. After using the counter torque tube, the surgeon noticed the crack.